Manufacturer narrative:
.

Event description:
The advocate stated the most recent blood glucose reading was not stored in the memory of the contour next. No adverse event alleged. The advocate was advised to return the meter for investigation. A replacement meter was offered.